Event description:
It was reported that the patient was on critical battery power on (B)(6) 2022. They were unsure whether it had kicked into the external battery. The patient had a no external power event. A review of the periodic file revealed a no external power event on (B)(6) 2022. There was an emergency backup battery use increment. The event file contained many silence alarm button pressed events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. A review of the periodic log file contained data spanning approximately 12 days (( (27nov22 ¿ 8dec22 per timestamp). On (B)(6) 2022 at 23:25:24, the no external power activated due to both black and white power lead voltages being ~0.00 v. The backup battery was able to provide power to the system during this event. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. The nature of the event is unknown. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient was 2 hours away from home when they received a low battery alarm. The patient drove home on critical battery power. The alarm resolved after connecting to a new power source. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and no external power alarms. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ instructs the patient in how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on critical battery power on (B)(6) 2022 after driving more than 2 hours away from their home. The patient only had a dc adapter and no power module. When the patient received a low battery alarm and realized that they did not have additional batteries, they drove home and placed themselves on new batteries. A review of the periodic file revealed a no external power event on 04dec2022. There was an emergency backup battery use increase. The event file contained many, many silence alarm button pressed events. The patient said they were continuously silencing the alarm during the drive while on critical battery power.

Manufacturer narrative:
Section g3: correction: date received by manufacturer was erroneously reported as 08dec2022 in the previous report. Correct date received by manufacturer is 05jan2022. No further information was provided. The manufacturer is closing the file on this event.